Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported the skin thickness setting is not staying in the set position during operation. The sound is abnormal during the procedure. Additional info was received, "the defect was noticed during the testing of the equipment. No patient involvment occurred at the time of the operating unit".